Manufacturer narrative:
The pump was received with high sleep current and active current. The trace and history files were successfully downloaded using thump. The power management graph confirmed that the battery depletes faster than expected. Customer experienced an unexpected power loss of less than 7 days per the pump history records: battery cycle 9.0 received the low battery alert (104) on (B)(6) 2025 15:53:00 faster than expected at 1.78 days. Battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 20:56:00 faster than expected at 1.56 days. Battery cycle 7.0 received the low battery alert (104) on (B)(6) 2025 07:16:00 faster than expected at 4.36 days. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, peeling serial number label, and pillowing keypad overlay. Battery charge lasting less than expected (low battery life) is confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery lifetime issue with the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and it was determined that the battery drained within 1-2 days despite using new aa batteries. The customer attempted troubleshooting steps, including trying a lithium battery, but the issue persisted. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.